Event description:
It was reported that the user requested a factory reset of the ilet due to perceived maladapted algorithms associated with hypoglycemic events, and troubleshooting and education were completed with guidance to perform a factory reset when supplies were available. Symptoms included low blood glucose. Outcomes included urgent low glucose requiring oral glucose treatment. Investigation included case intake and user troubleshooting guidance. Investigation of this case revealed cause unclear for hypoglycemia with no device component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.